Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement test, and active current measurement test. Low battery alarm and power error alarm are confirmed in the long trace file. Detail trace analysis confirmed the pump alarmed power error when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at j6/pcb 1 the pump was monitored and functioned properly. Pump was received with missing retainer, missing reservoir tube o-ring, scratched case, missing display window cover, texture damage keypad overlay, broken battery tube threads, cracked case behind the pump near the battery compartment/at the corner of the belt clip rails, peeling keypad overlay, missing end cap address label, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a power error detected. The customer¿s blood glucose level was unknown. Customer stated that the power error detected alarm. The customer was advised to discontinue using the pump. The insulin pump will not be returned for analysis.